Event description:
(B)(4) received, a copy will be included with this report. This is 1 of 2 reports for this event.

Manufacturer narrative:
A review of synthes device history records for mfg revealed no complaint related issues. The investigation could not be completed, no conclusion could be drawn, as no product was received.